Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to confirm the reported issue. Field modification instruction (fmi) (B)(4) was performed to resolve the reported issue. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on (B)(6) 2017. The gehc internal field modification number is (B)(4). No report of patient involvement. (B)(4).

Event description:
The hospital reported that they are having co2 problems not zeroing out. There was no report of patient involvement.